Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received clarified the patient's lead was explanted on (B)(6) 2015 after being cut and was later replaced (B)(6) 2015 at which time effective stimulation was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's scs lead was cut during ipg revision surgery on (B)(6) 2015 (reference MFR. Report #1627487-2015-07631). Surgical intervention took place on (B)(6) 2015 at which time the patient's lead was explanted and replaced. Effective stimulation was reportedly restored postoperative.